Event description:
The reporter indicated that an evo icl of unknown size lens was implanted into the patients right eye (od) on an unknown date. On (B)(6) 2023 the lens was exchanged due to a low vault and hyperopic post operatively. The replacement lens was implanted successfully. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Corrected to : "the reporter indicated that an evo icl of unknown size lens was implanted into the patients right eye (od) on an unknown date. On (B)(6) 2024 the lens was exchanged due to a low vault and hyperopic post operatively. The replacement lens was implanted successfully. If additional information is received a supplemental medwatch report will be submitted." In the initial MDR. D6b explant date - corrected to: " (B)(6) 2024" in the intial MDR. Claim #(B)(4).